Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the burn marks observed on the tip cover and forceps holder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: it is presumed this event occurred due to the use of a high-frequency instrument without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.